Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump was alarming "no disposable, pump won't run." There was no air in line. The reservoir volume was 91.3 ml, the rate was 2ml, and 0.75ml was given. It is unknown is there was patient, or clinician injury associated with this occurrence.